Event description:
It was reported that upon interrogation the message - diagnostics were cleared because they were invalid - appeared. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.